Event description:
It was reported that the right ventricular lead had a progressive rise in thresholds. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.